Event description:
It was reported that during in-house engineering evaluation, it was observed that the femoral broach adapter device was broken (2+ pieces) : locking mechanism. It was noted by the reporter that during an unspecified surgical procedure, it was discovered that the mechanism inside the handle of device came off. The reporter confirmed that the handle¿s latch and the spring came out of the adapter. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: investigation summary ==> the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection due to damaged lever and guide. The device failed following inspection criteria¿s during diagnostic assessment: visual assessment broach locking lever. During the assessment of the device it was found that the locking lever was broken. Due to the damaged lever the other test steps failed this is consistent with the lever being forced open- user error. Furthermore, it was found that the guide pin was damaged consistent with the broach not being properly secured. The most relevant root cause is linked to improper handling. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states the following regarding the reported issue that was observed by the user or customer: remove the battery from the surgical impactor if attached. Insert the cylindrical part of the adapter into the end of the locking collar. Align the square part of the adapter with the locking collar to advance the instrument further. When the square part is able to advance into the impactor, push the adapter firmly into the locking collar. The locking collar is designed to automatically lock the adapter to the impactor upon a firm push (push to lock). Verify that the adapter is locked into the impactor with a visual inspection to verify that the end of the locking collar is aligned with the engraved line on the square part of the adapter or by pulling on the adapter to ensure a secure, locked connection. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.